Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker, stained address, serial number label and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had cracked care at the reservoir case. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.